Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that it was unable to run left ventricular capture management (lvcm) test in the last several days shown on carelink report. The lead is still in use. No patient complications have been reported as a result of this event.